Manufacturer narrative:
Evaluation of the returned ruby coil revealed kinks in the pusher assembly. If the device is forcefully advanced against resistance, damages such as this may occur. The root cause of the resistance could not be determined. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration lantern without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right gonadal vein using a ruby coil. During the procedure, a ruby coil would not advance at all within its introducer sheath; therefore, it was removed. Afterwards, the physician attempted to advance the ruby coil within its introducer sheath on the back table; however, the ruby coil would still not advance within its introducer sheath. Therefore, the ruby coil was not used for the remainder of the procedure. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.